Manufacturer narrative:
Manufacturer's investigation conclusion: the root cause of the reported event could not be determined. The center reported that bleeding was observed at the apical cuff felt during implant. The patient was implanted via the core-then-sew method with 12 pledgeted sutures and 2 running sutures used to secure the cuff. Hemostasis was verified using the apical cuff holding tool. Blood was noted to seep into the felt after the area was flushed with saline. The pump was secured to the cuff without issue but prolonged bleeding was observed at the cuff felt. Multiple units of cryo, fresh frozen plasma, and packed red blood cells were given to address the bleeding and floseal was applied around the apical cuff. The patient remained in the operating room for 3 hours until the bleeding slowed, in accordance with hospital procedure. The chest was then closed and the patient was indicated to be stable. The patient remains ongoing on vad support and no further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 0 years, 0 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the surgeon sutured the apical cuff with 12 pledgeted sutures and 2 running sutures. Hemostasis was verified with apical cuff holder. Blood continued to seep into the felt of the apical cuff after being flushed with saline. The surgeon used the core then sew method. Sutures were brought through the core to the felt. The surgeon secured the vad to the apical cuff without issue but observed prolonged bleeding at the apical cuff felt. Multiple units of cryotherapy, fresh frozen plasma (ffp), and packed red blood cells (prbcs) were given to patient to address bleeding. Floseal glue was placed around the apical cuff. The patient's chest eventually closed after bleeding slowed. Patient status became clinically stable with chest closed. No additional information was provided.